Manufacturer narrative:
(B)(4) packaging labeling identification. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. During the procedure, it was found that the identification of the two packages was different from its box. There were no adverse patient consequences. No further information is available.